Event description:
It was reported that a patient experienced a stroke. A pulsed field ablation (pfa) procedure was performed on (B)(6) 2024. The patient presented to the emergency room with right arm and left leg weakness on (B)(6) 2024 . Then, returned for a follow up with the physician on (B)(6) 2025 and informed of the stroke. No tissue plasminogen activator (tpa) was given as the patient was already on anti-coagulation. The stroke was thrombotic and no air was observed on any imaging report. The patient did not have history of previous strokes.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.